Event description:
The customer called and reported he went to the hospital after giving himself too much insulin. The customer had used a carbohydrate counting book from the year 2002 and believed it was not updated, so he may have entered the incorrect amount of carbohydrates on his insulin pump. The customer's blood glucose was 89 mg/dl. He was treated with glucose gel. At the time of this report, customer's last blood glucose was 53 mg/dl. During troubleshooting, it was found customer was disconnected during the rewinding and priming sequence and had not done anything differently. Insulin pump settings and history were found to be correct. There was more insulin shown in the reservoir than what was on the status screen. The insulin pump was not exposed to a magnetic resonance imaging machine. Customer was advised to speak with healthcare provider regarding low blood glucose and to monitor the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.